Event description:
The territory manager assisting a (B) (6) female pt contacted zoll lifecor customer support to report the pt had been treated. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem (inappropriate treatment delivered to the pt) was confirmed. Review of the treatment event shows that the pt did not use the response buttons during an artifact induced automatic event caused by noise. The root cause of the noise was caused by a defective cable. The cable from the distribution node to ECG b develops noise on both the side-side and front-back channels when the cable is flexed. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.